Event description:
It was reported that when patient presented remotely via merlin.net transmission, high, out of range, high voltage capture threshold values and high, out of range, high voltage lead impedance issues were observed on the rv lead. Lead sensing values were normal and stable. Lead was capped on june 5th, 2017 and a new lead was implanted. Patient was stable prior, during and post procedure and no further issues were observed.